Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. As a result, on (B)(6) 2019, the patient's ipg was relocated through surgical intervention. The patient's discomfort has been resolved.